Event description:
The customer reportedly obtained a 153 mg/dl on the accu-chek advantage system in comparison to the professional meter result of 41 mg/dl. The results were obtained within a 10-15 timeframe. The customer felt hypoglycemic with the 153 mg/dl blood glucose result and drank orange juice. He continued to feel hypoglycemic and subsequently became incoherent with howling. The caller states that the paramedics may have treated the customer with intravenous therapy (unk contents). The caller also mentions that she is not sure if the customer was hospitalized and received additional treatment (undisclosed). New system sent and return requested.